Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that coring occurred with the bd phaseal¿ protector (p50 multi) during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about coring that occurred in the vial during preparation of imfinzi."

Event description:
It was reported that coring occurred with the bd phaseal¿ protector (p50 multi) during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about coring that occurred in the vial during preparation of imfinzi."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-12 h6: investigation summary two protectors connected to vials were returned to our quality team for investigation. The product was visually inspected, there was no defects identified on the membrane of the protector and the protector was verified to have properly penetrated to the vial stopper. No foreign matter was identified on initial evolutions. The liquid inside the vials was filtered and no foreign particles were observed. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information we are not able to identify a definitive root cause at this time.